Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneous sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) for four pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the pt samples were reported on the lab's other analyzer and higher results were obtained. Amended reports were issued. The ion selective electrode (ise) system was calibrated prior to this event and quality control (qc) results were within the lab's established ranges. This is report 2 of 4 medwatch reports filed for this event for pt 2 of 4 pts.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and recalibrated the ise system. A clear root cause has not been identified. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR represents event 2 of 4 reported by the customer.